Event description:
Boston scientific received information that at the device interrogation, the magnet rate was 100 ppm however the battery indicator displayed a longevity of less than half a year remaining. It was noted that previously the device battery status indicated two years remaining. Boston scientific technical services (ts) discussed that it is likely the device is operating on the edge of a current bin. Ts advised to use the less of the two longevity estimates. The device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted approximately six and a half months later for normal battery depletion. No adverse patient effects were reproted. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.